Event description:
It was reported that a vessel puncture closure of an unspecified access site was attempted using three prostyle devices. Reportedly, no suture was present upon removal of the plunger. This occurred with all three devices a cut down was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Date of event is estimated. Manufacturers investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose devices referenced are filed under separate medwatch report numbers.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product.